Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the cutting wire was broken close to the proximal pierce hole. The broken end of the cutting wire was blackened/burnt. The distal end of the cutting wire remained attached to the anchor notch assembly and was inside the distal pierce hole. The length and outer diameter of the cutting wire were measured and found to be within specification. The investigation concluded that the broken cutting wire was likely due to being grounded against some part of the scope and/ or higher power settings. The most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Manufacturer narrative:
Device component code 430 relates to device problem code 1069 for the reported event of cut wire broke. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a biliary stone removal procedure. According to the complainant, when electric current was applied to the device, the cut wire detached at the distal tip; no part detached inside the patient. The physician continued to use the device to cut the papilla. After making the cut, the device's balloon was used to remove the stone. Bleeding was noted at the papilla, however, it stopped on its own; treatment was not needed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a biliary stone removal procedure. According to the complainant, when electric current was applied to the device, the cut wire detached at the distal tip; no part detached inside the patient. The physician continued to use the device to cut the papilla. After making the cut, the device's balloon was used to remove the stone. Bleeding was noted at the papilla, however, it stopped on its own; treatment was not needed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.